Event description:
During a cardiac catheterization, the needle hub cracked during access into the vessel. There was no harm to pt or intervention required.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.